Event description:
Prior to opening, stapler confirmed with surgeon and stapler loads reviewed. The stapler was loaded with the proper white load, inserted into the pt. When attempted to fire, it made a little noise and locked closed and didn't fire. Rn support notified, echelon called and stapler able to be opened with help of rep. Stapler and load removed from field safely. Stapler looked at by [redacted], ethicon rep. Stated sled issue so reload wouldn't fire because stapler assumed it wasn't loaded.